Event description:
The tips of the instrument broke off during a surgical procedure. No other information is available to us from the hospital.we are awaiting the failure analysis report from the manufacturer.